Manufacturer narrative:
E1 - initial reporter phone:(B)(6). B5 - updated describe event or problem device evaluated MFR.: gladiator elite 6.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon sleeve and extending approximately 35mm distally across the balloon material. As per gladiator specification the rated burst pressure for this device is 24 atmospheres. A visual examination of the markerbands identified no issues and a visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon was broken. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable. It was further reported that 50% stenosed target lesion was located in a non-tortuous and non-calcified cephalic vein. The balloon was inflated once before it burst and the device was directly removed from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon was broken. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable. It was further reported that 50% stenosed target lesion was located in a non-tortuous and non-calcified cephalic vein. The balloon was inflated once before it burst and the device was directly removed from the patient.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the balloon was broken. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable.